Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the right eye, the patient presented with corneal edema, hypopyon, and fibrous bonds across pupil. Based on the findings, the surgeon concluded the cause as toxic anterior segment syndrome (tass). A vitreous tap was performed by retina; however, culture results are not available. In the surgeon¿s opinion, the most likely cause of the event is tass. Patient outcome is unknown. Additional information was requested, but not received.